Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer requested assistance in reviewing retrospective data for a hospice dnr (do not resuscitate) patient that expired. They also wanted to confirm that alarms occurred. The customer stated that nursing and telemetry technician personnel could not verify if alarms were turned off or if leads off had occurred. The patient expired.